Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) noted an intermittent atrial under sensing on the presenting electrogram (egm). Technical services (ts) reviewed provided electrogram (egm) as well as device episode data and found that there was under sensing of atrial sense beats both after pacing and after other intrinsic beats. There were also several inappropriate atrial tachy response (atr) events due to oversensing of the ventricular signal by the right atrial (ra) lead. Ts recommended adjusting programmed sensitivity level on the ra lead. This crt-d system remains in service. No adverse patient effects were reported.